Manufacturer narrative:
Though requested, no additional information has been received. The product was not returned for evaluation; consequently, no product evaluation was performed. As of autumn 2019, retention clips have been added to all model numbers of the reported product in order to prevent cannula detachment while expressing viscoelastic. Due to the unknown lot number involved in the incident, it is unclear if the involved product was manufactured before or after retention clips were implemented. A review of the product lots shipped to the surgery center prior to the date of occurrence that would remain within expiry revealed that two of the product lots were manufactured prior to the addition of retention clips (lot 26816 and lot 027631) and one was manufactured after the addition of retention clips (lot 028117). Review of these three lots confirmed that each lot was 100% visually inspected and complied with the filled syringe visual characteristics product specification. These lots meet all testing specifications, and were manufactured in accordance with the approved documents and in compliance with current good manufacturing practices (gmp), and established standard operating procedures. A review of the event database found there have been no similar reports related to cannula detachment for this product within the past two years. Based upon the trend review, the volume of events is within the acceptable control limits and no trend is observed. The trend analysis, risk analysis and directions for use (dfu) review are considered acceptable, with the product performing within anticipated rates. The root cause is unknown. No corrective action is necessary at this time.

Event description:
It was reported that the early steps of cataract surgery, after clear corneal incisions were made, the anterior chamber was filled with the viscoelastic product in preparation for capsulorhexis. As the surgeon was injecting the last bit of viscoelastic into the anterior chamber, the cannula popped off the syringe, striking the natural lens. The capsule remained intact but there was a disruption of zonules with resultant instability of the lens, vitrectomy, lensectomy and placement of an anterior chamber lens. The luer lock was on the syringe and the cannula was in place. According to the reporting facility, they do not track the model or lot number of the viscoelastic product. The patient¿s pre-operative bcva was 20/20 and post-operative bcva is 20/30.